Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms without the requested patient-specific clinical information/documentation, further assessment of the reported events cannot be provided and the root cause beyond those reported in the article could not be concluded. The patient impact beyond the reported events could not be determined. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported in the publication "hinged device for fractures involving the proximal interphalangeal joint". Authors: g. Li, md, orthopaedic surgeon, department of orthopaedic surgery, tongji university, shanghai tenth people¿s hospital, zhabei qu, shanghai 200085, china, that 200 patients underwent a tka procedure (standard procedure involving a posterior cruciate-substituting cemented prosthesis genesis ii oxinium (smith &nephew inc., memphis, tn)). A patient presented deep vein thrombosis (dvt) and were treated with rivaroxaban (15mg twice a day for 21 days and then 20 mg daily). Those with a distal dvt were not treated with anticoagulants on the advice of a hematologist.